Event description:
Event reported as: blood leakage was identified from the collar anastomosed to the vessel. Haemostatic material was used, and several stitches were added. Although a small amount of leakage remained, it was determined that the administration of protamine would stop the leakage, and a surgical incision was closed. However, even after the surgery, the leakage did not stop. On the same day, another thoracotomy was performed, haemostatic material was used, and the surgery was successfully completed. Reported to be possibly related to device / procedure and pre-existing condition.

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding - blood leakage reported from the sewn collar area on the hybrid graft. Impact code: 4624- surgical intervention - on the same day, another thoracotomy was performed, hemostatic material was used, and the surgery was successfully completed. Device problem code : 3190 - insufficient information - further information has been requested from the site on 23 jul 2024 regarding gelatin coating, patient act (activated clotting time) or aptt (activated partial thromboplastin time) score, blood loss, and blood loss after heparin reversed, graft pre-soaking , length of pre-soak, if the graft was allowed to dry, damage to gel coating, length of procedure and availability of scans / images relating to this event. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex (collar) leakage v thoraflex sales jan 19 - jul 2024 gave an occurrence rate of 0.057% no trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative: clinical code: appendix e. 1888 - haemorrhage/ bleeding - blood leakage reported from the sewn collar area on the hybrid graft. Impact code: appendix f. 4624- surgical intervention - on the same day, another thoracotomy was performed, hemostatic material was used, and the surgery was successfully completed. Device problem code : appendix a. 2017 - no device problem found - IFU not followed. Component code: appendix g. 4755 - part/component/sub-assembly term not applicable. Type of investigation: appendix b. 4110 - trend analysis: a 5-year review of similar complaints thoraflex ( collar) leakage v thoraflex sales jan 19 - jul 24 gave an occurrence rate of 0.057% no trend requiring action has been identified . 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: appendix c. 213 - no device problem found - full review of retained manufacturing records from base fabric to finished product showed the device was manufactured to specification. Investigation conclusion: appendix d. 19 - caused traced to user - thoraflex hybrid nagase IFU states graft should be soaked for 5 minutes. As it was stated the graft was soaked for more than 5 minutes the IFU has not been followed.

Event description:
Event reported as :-blood leakage was identified from the collar anastomosed to the vessel. Haemostatic material was used, and several stitches were added. Although a small amount of leakage remained, it was determined that the administration of protamine would stop the leakage, and a surgical incision was closed. However, even after the surgery, the leakage did not stop. On the same day, another thoracotomy was performed, haemostatic material was used, and the surgery was successfully completed. Reported to be possibly related to device / procedure and pre-existing condition. This report is being submitted as follow up #2 for mfg.report no 9612515-2024-00051 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding - blood leakage reported from the sewn collar area on the hybrid graft. Impact code: 4624- surgical intervention - on the same day, another thoracotomy was performed, hemostatic material was used, and the surgery was successfully completed. Device problem code : 3190 - insufficient information - further information has been requested from the site on 23 jul 24 regarding gelatin coating, patient act (activated clotting time) or aptt ( activated partial thromboplastin time) score, blood loss, and blood loss after heparin reversed, graft pre-soaking , length of pre-soak, if the graft was allowed to dry, damage to gel coating, length of procedure and availability of scans / images relating to this event. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex ( collar) leakage v thoraflex sales jan 19 - jul 24 gave an occurrence rate of (B)(4) no trend requiring action has been identified . 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event reported as :-blood leakage was identified from the collar anastomosed to the vessel. Haemostatic material was used, and several stitches were added. Although a small amount of leakage remained, it was determined that the administration of protamine would stop the leakage, and a surgical incision was closed. However, even after the surgery, the leakage did not stop. On the same day, another thoracotomy was performed, haemostatic material was used, and the surgery was successfully completed. Reported to be possibly related to device / procedure and pre-existing condition.